Event description:
It was reported that a patient underwent an unknown procedure. Post-op, it was reported that a cranial side screw loosening and back-out was observed. The product was to be removed after fusion even though there have been no patient complications reported. Per the surgeon, locking screw loosening seemed to cause it.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.